Manufacturer narrative:
Investigation results concluded the markings on the front of the blade suggest that the hand piece was pushed forward while the blade was in use. The impaction marks on the edge of the blade coupled with the fact that the teeth were worn down, which cannot be replicated when cutting in bone, which suggests the blade potentially came into contact with metal while cutting. The IFU's of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity" the associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures."

Event description:
It was reported that during a total knee procedure, the blade broke at the mount. It was also reported that there was a delay for an x-ray which was taken to ensure there were no fragments left behind in the patient. It was further reported that there was no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a total knee procedure, the blade broke at the mount. It was also reported that there was a delay for an x-ray which was taken to ensure there were no fragments left behind in the patient. It was further reported that there was no adverse consequences and the procedure was completed successfully.